Manufacturer narrative:
(B)(4). Testing was performed using an in-house file kit of architect stat troponin-I lot 13130un11. To evaluate the assays performance an internal architect troponin-I panel 1 was tested. The panel results were within specifications, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. Information from the limitations of the procedure and specimen collection and preparation for analysis sections of the package insert were communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a product deficiency.

Event description:
The account stated that a patient sample generated a false positive architect troponin result of 0.626 ug/l. The patient had been drawn at 9:00 am on (B)(6) 2011 and a result of 0.00 ug/l was generated. Another sample was obtained at 5:00 pm the same day and a result of 0.626 ug/l was generated. The patient was subsequently admitted. At 7:00 am on (B)(6) 2011 another sample was drawn and a result of 0.00 ug/l was generated. The lab repeated the sample which was elevated and the result was 0.00 ug/l. There was no report of adverse impact to patient management.